Event description:
It was found that the head section was unable to retract due to a bent patient right telescoping tube assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.